Event description:
It was reported the patient underwent revision surgery due to erosion. The stimulator was near the surface. Two weeks later, the patient had no concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ptn4, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).